Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the pressure setting of the valve changed on it's own. The report stated that the patient was advised not to use anything with magnets. According to the report, the valve was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.